Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image on the scope. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image on the scope was due to fluid invasion inside the connector. The most probable cause of the complaint was traced to component failure, but the probable root cause of "incompatible scope (e315)" could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device received an incompatible scope (e315 error code - unsupported scope). There were no reports of patient harm.